Event description:
Unable to speak with the patient/layperson, this senior medical surveillance specialist will send a letter and review the customer care advocate's (cca's) documentation. In 2009, she informed the cca that segments on her onetouch ultralink had been missing since noon two weeks prior. It reportedly displayed parts of numbers rather than the entire number. The patient did not describe the specific symptoms of "high blood sugar" she reportedly had at noon, the next day. The patient, whose regimen is insulin through a pump, allegedly then increased the dose, amount not provided. Whether the patient used a back up meter until calling lifescan for a replacement was not provided. Although the patient did not provide specific symptoms, the complaint is reported due to the patient's allegation that she developed "high blood sugar" because the meter's display was damaged. The cca replaced products.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.